Manufacturer narrative:
The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately without a sample we are unable to confirm the reported condition. If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. There were photos attached to the complaint which shows the tube is not connect correctly. A potential root cause for this complaint may be that the sleeve was not inserted fully or dislodged post production. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 15g276fhx. A quality alert was initiated to communicate and create understanding of this issue to all personnel involved in the manufacturing of this product. Furthermore, a formal corrective and preventative action investigation has been initiated to investigate complaints for tubing issues. Based on the above no further action is required at this time.

Manufacturer narrative:
Submit date 6/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chest drainage unit. The customer states the corrugated tube is out of the joint to the drain chamber which can cause a collapse of the tube.